Event description:
It was reported that during incoming inspection, "power-on device alarm, abnormal battery supply". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No iabp part was returned to the complaint department for investigation. The customer provided photos and a video for evaluation. They show the ac3 power switch being turned on with the piezo alarm sounding. Additionally, the image of the ac3 status screen shows the iabp running on battery power at 11.8v. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "power-on device alarm" is confirmed based on the attached video. The product was not returned for investigation. The video shows the iabp booting up with the piezo alarm sounding. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the piezo alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that during incoming inspection, "power-on device alarm, abnormal battery supply". No patient involvement.